Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient's right knee was revised. Reason for the revision was not reported. Patient was last known to be in stable condition following the event devices are not returning due to hippa. X-rays not available.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.